Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in ruethen, germany. Throught follow-up with the customer, livanova learned that the device short circuits when it is switched on. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report related to a compressor defect of a heater-cooler system 3t device during priming. There was no patient invovlement.

Manufacturer narrative:
H11: repair quotation has been released but there is no evidence of customer acceptance. The reported event is a known issue. Based on findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was already installed on the device during manufacturing and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil, therefore, the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade. Based on the outcome of similar investigation on pump noise issue, damaged motor bearings are usually related to wear/aging of the parts with the contribution of environmental conditions, such as water infiltration, humidity, condensation, high temperatures and action of disinfectants used during cleaning activity. Taking into account all the above, it is reasonable to assume that the most likely root cause is related to premature degradation of cooling coils most likely due to corrosion with contribution of environmental conditions in which the component was working, as high temperatures, humidity, and condensation. It cannot be excluded a contribution of improper maintenance of the device by user during disinfection procedures.

Manufacturer narrative:
D4: through follow-up communication livanova learned that the correct serial number of the involved 3t device is (B)(6) (model 16-02-80). Dedicated section has been updated as well as unique device identifier (UDI) number. H4: device manufacture date has been updated accordingly. H11: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The evaporator was leaking, which means there was water in the cooling circuit. All motors also had bearing damage. In order to solve the issue the following repairs need to be carried out: renew the entire cooling circuit and replace the entire bath bridges. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
D.4. The correct sn of the complained heater cooler was (B)(6). The relevant fields have been updated. H.4. The correct sn of the complained heater cooler was (B)(6). The mfg date has been updated. H.11. Through follow up, it was clarified that, after the repair quotation has been released, the customer declined the service quotation due to the high repair cost and the device will be scrapped. Additionally, it was clarified the correct sn of the complained heater cooler was 20t32270. This was actually the sn initially provided. However, during the following documentation steps, the sn was erroneously communicated as (B)(6) . During follow up, it was clarified the correct sn is 20t32270 (as initially communicated). Based on the updated sn, a device service history review has been performed and identified that the unit was manufactured few months before the events and a review of the DHR could not identify any deviations or nonconformities relevant to the issue. Since the evaluation of the event was done based on the result of the analysis of the livanova field service on the correct sn, all the other already provided considerations remain applicable.

Event description:
See initial report.